Event description:
A caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to continue using the current pump, and received instructions for placing the existing pump into storage mode. A replacement pump with updated software was sent, and instructions for returning the problematic pump to tandem were also provided and acknowledged.